Event description:
It was reported that there was loss of image during procedure.

Manufacturer narrative:
Alleged failure: it was reported by the sales rep steve furst the sdc lost power during surgery. The surgeon would like the video recording retrieved ref repair. The probable root cause/s power outage at the hospital. The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of image during procedure.